Event description:
The customer reported that when performing the operating test, as soon as they disconnect the cable from the electrical network, the machine turns off. There was no reported patient involvement.